Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. The monitor has been returned, but the evaluation is still currently underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient's passing was cardiac related. The device originally went off at home. The patient was then taken to the ER where she spent 4 days in the ICU prior to passing. The lifevest was worn on (B)(6) 2020 and then was started up on (B)(6) 2020 for approximately 5 minutes. Per clinical review of the available ECG data, the device detected an arrhythmia on (B)(6) 2020 while the patient was in vt from 150 bpm to 180 bpm with response button use. It is unclear who was pressing the response buttons. The device was then powered on from 15:31:56 to 15:36:58 on (B)(6) 2020. Three manual recordings were taken during this time while the ECG was obscured with motion artifact and electrode lead fall off. There is no indication that a device malfunction caused or contributed to the patient's death. Reporting out of an abundance of caution as it is unknown who was pressing the response buttons.